Event description:
It was reported that there was a catheter break. The patient had symptoms of increased spasticity, underdose symptoms, and pruritus. The patient required hospitalization and the pump and catheter were replaced. The patient outcome was reported as alive - no injury/no adverse event. The pump system was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).